Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient's suicidal thoughts were possibly related to a prialt overdose caused by a suspected pump failure. The onset of the life-threatening suicidal thoughts was (B)(6) 2012, which was the same day that the patient was admitted as an in-patient. It was stated that, with regard to the suicidal thoughts, patient's medical history had been inconspicuous until the event. The event had abated after discontinuing the use of prialt. At the time of report the patient was "recovering" from the event.

Event description:
Additional information indicated that as far as the reporter knew, the physician had one patient with a medtronic pump, and this patient was not treated with prialt. He stated that the patient in the report had a gas propelled pump with constant flow, and that he had not heard about this event or that there would be a replacement. No further information was available at the time of this submission. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that there was a volume discrepancy discovered when pump was discovered empty, following patient symptoms of overdose and suicidal thoughts. The patient had been treated with prialt for a 'long time' suffered from strong suicidal thoughts under treatment with prialt. During a check of the pump, the healthcare provider (hcp) realized that the pump was already empty, although there should have been even more medication in it. Specific volumes were not provided. The hcp believed the pump had a technical failure which had led to an overdose of medication, and specifically prialt. The pump was refilled, the patient recovered and the pump was to be replaced in (B)(6) 2013, in order to undergo an examination. The medications in the pump were prialt and morphine. Additional information has been requested, but was not available as of the date of this report.